Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the leak was not determined. To resolve the catheter leak, a pump catheter revision was done on (B)(6) 2017. The catheter leak and the patient's symptoms had been resolved.

Manufacturer narrative:
The relevant components include: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 17.5 mcg/ml clonidine at a dose of 7.877 mcg/day, 4 mg/ml bupivacaine at a dose of 1.8004 mg/day, and 10 mg/ml morphine at a dose of 4.501 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was replaced on (B)(6) 2017 and a catheter event was confirmed. The patient had gone home on (B)(6) 2017 and starting that night the patient started experiencing an increase in pain and stated there was a funny taste and smell. It was reported that the symptoms progressively got worse. The caller stated the patient called the office on the morning on (B)(6) 2017 and then ended up going to the ER. The patient was put on zofran and some fluids then went home. The patient called the office back on (B)(6) 2017 and the managing healthcare professional (hcp) had the patient come in. The patient came in and was pale and running a fever. The hcp suspected the patient was going through withdrawal. It was confirmed that the catheter had a leak. The hcp was able to aspirate fluid from the catheter but when they went to inject the dye, the hcp noticed a leak behind the pump. The pump logs were checked and everything looked fine with the logs. The rep was on the way to the case on (B)(6) 2017 to revise the catheter. No further complications were expected or anticipated.